Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider and a patient who was implanted with an implantable neurostimulator (ins) for spinal pain. It was reported that the patient was still experiencing pain. The patient reported that the ins was replaced due to normal battery depletion and it wouldn't charge and died. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.